Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with an error message indicating the tidal volume was not accurate. The device was in clinical use. The patient was transferred to another working ventilator when the issue occurred. There was no report of harm. A philips authorized service provider (asp) reported that the customer elected to have the device repaired by a third-party vendor. The specific repair details were requested but not provided by the customer. It was reported that the device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.